Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when it is reported that " ethicon coated vicryl (polyglatic 910) suture undyed braided" this is the description of the suture only correct? Yes. What tissue was being approximated/ sutured? Skin on the back of the neck was there any adverse patient outcome? No. Procedure name and date? Noninfectious epidermoid cyst on back of neck, (B)(6) 2022. Event date? (B)(6) 2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a neck procedure on (B)(6) 2022 and suture was used. During the procedure, the suture got detached from the needle. The needle was retrieved from the patient. It is unknown how the case was completed. It is unknown if the device is available for return. No adverse patient consequences were reported. Additional information was requested.